Manufacturer narrative:
(B)(4).

Event description:
Procedure: hemorrhoidectomy. According to the reporter: complications arose during surgery, post-surgery and after patient was discharged. Patient complained of multiple symptoms, including but not limited to rectal bleeding, anemia, severe pain, anxiety, elevated white blood counts, fever, and the need for a colostomy bag has undergone and will undergo corrective surgery or surgeries.